Event description:
This is a medical device report received from a partner company via the biocompatibles distribution partner in europe. The report was received from the distribution partner on (B)(6) 2010. No patient or procedure information was provided however it was reported that during an implant on an unknown date the facility had experienced problems loading the cut strands because the needle plugs were very loose and five of the needles had to be reloaded because the strands came out of the needle tip end. The stands fell into the loading box and therefore remained sterile.

Manufacturer narrative:
Company comment: a site reported that during a recent prostate brachytherapy case, less force than expected or previously required in other procedures was necessary to eject the needle plug prior to seed placement. No harm to patients was reported. However, this is a reportable case because events of this nature could lead to premature injection of seeds, resulting in ectopic placement. This raises a number of potential harm issues including inadequate treatment of the patient's prostate cancer, radiation injury to a structure where the seed was placed (or an adjacent structure), and potentially an increased risk of seed migration with its attendant complications depending on where the seed migrated to. Therefore, this case does involve at least a potential increased risk of harm to the patient and is thus a reportable event. There is no evidence of patient harm as a result of event evaluated in this assessment. As part of a retrospective review this complaint has been reopened for additional investigation and analysis. This is ongoing at the time of reporting.